Manufacturer narrative:
H6 - device code: analysis of data provided by user/third party (4112). Additional information: section c, section d: product identifier. Investigation / evaluation: the complainant, lake macquarie private hospital located in australia, informed cook on 23mar2020 of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg with an unknown rpn. The male patient underwent a fenestrated endovascular aortic repair (fevar) on (B)(6) 2017. Three cook grafts, including a custom main body graft and two leg grafts, were implanted. A secondary procedure was completed on (B)(6) 2020 to address ipsilateral limb occlusion. The physician reportedly implanted unknown cook iliac leg extensions bilaterally as well as competitor stents inside the leg extensions. He also attempted to remove the thrombus via suction during the procedure. It was reported that the patient was taking aspirin when the secondary procedure was completed. The physician contacted the cook sales representative and he expressed that he did not feel that the procedure was working well. He commented that the thrombus was left in far too long. He stated that he planned to explant the graft with an open repair. The implanted grafts were explanted on (B)(6) 2020 as the physician was concerned that another limb occlusion would occur. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control and specifications, as well as a visual inspection of the explanted device and a review of imaging were conducted during the investigation. The complainant returned an explanted set of grafts consisting of a partial main body graft and three leg grafts. Heavy biomatter and tissue covered all of the devices. A pink substance was found occluding the main body graft and ipsilateral limb grafts. Two leg grafts were inserted into the ipsilateral limb of the main body graft. Based on the stent configurations, the first graft inserted was a zsle and the second graft inserted was a zisl. One leg graft was inserted into the contralateral limb of the main body graft. Based on the stent configuration, this graft was a zsle. Inspection found that the main body graft had been cut, leaving only one body stent returned. Any other body stents, seal stents, or barbed top stents (if applicable) were not present. Part of the remaining body stent had come away from the graft material and was bent out of shape. The complainant was able to provide medical imaging for review. Medical imaging provided consisted of imaging from an angiography procedure, which was reviewed by an expert image reviewer. Thrombus formation was observed within the right ipsilateral zsle leg graft. Thrombus formation was also observed within the custom main body graft and is investigated in another complaints. The image reviewer observed that the right iliac artery in the provided imaging had moderate tortuosity, which may have contributed to thrombus formation. Additionally, the image reviewer measured that the complaint device overlap in the main body graft placed the flared portion of the leg graft either at the edge of the main body graft limb or just within the main body graft limb. If the flared portion of the leg graft was constrained in the main body graft limb then infolding would occur, and thrombus formation would be likely. Based on the evidence provided and observed, cook has concluded that the device was manufactured to current specifications. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. A review of the device history record DHR) for the suspected complaint device found no nonconformances or additional complaints associated with this device lot: (7461282). It should be noted that the complaint device is a one-device lot. Because there are adequate inspection activities in place, objective evidence that the DHR was fully executed, no related non-conformances, and no other lot-related complaints received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 4 warnings and precautions: 4.1 general: patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and / or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis / narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and / or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. The zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the following patient populations: key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use. 4.4 device selection strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure systemic anticoagulation should be used during the implant procedure based on hospital- and physician-preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. Excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5 adverse events: 5.2 potential adverse events: adverse events that may occur and / or require intervention include, but are not limited to: arterial or venous thrombosis and / or pseudoaneurysm claudication (e.g., buttock, lower limb) embolization (micro and macro) with transient or permanent ischemia or infarction endoprosthesis: occlusion graft or native vessel occlusion renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure) 8 patient counseling information: physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use: anatomical requirements: iliofemoral access size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. 11.1 zenith spiral-z aaa iliac leg system. 11.1.4 contralateral iliac leg placement and deployment. 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until at least one stent of the iliac leg graft overlaps within the main body and not past the radiopaque marker band positioned 30 mm from the proximal end of the iliac leg graft inside the contralateral limb of the main body. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30 mm within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. Based on the information provided, inspection of the explanted product and imaging provided, and the results of the investigation, a definitive cause for occlusion was not established; however, it is likely that patient condition and unintended use error contributed to this event. From the provided imaging, the image reviewer observed that the right iliac artery had moderate tortuosity, which may have contributed to thrombus formation. Additionally, the image reviewer observed that the complaint device was positioned in the main body graft such that the flared portion of the graft was at the edge of the graft limb or in the graft limb. Resulting infolding from a constrained leg graft would likely lead to thrombus formation. It is not known if the leg graft was intentionally placed this high or if it moved over time. Earlier and clearer imaging would be needed to determine this. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient / event information has been received since the previous medwatch report was sent.

Event description:
Additional information was received on (B)(6)2020 stating that the grafts had been explanted on (B)(6)2020, as the physician believed more thrombus could occur if they were left in the patient.

Manufacturer narrative:
H6 - patient code: no code available (3191) ¿ the device was explanted in an additional procedure. Additional information: b5, d7, h6 - patient code. Correction: d10, h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on (B)(6) 2020. The patient was on aspirin and had no other pre-existing conditions. The doctor implanted a cook leg extension graft on both sides of the limb, then implanted v12 covered stents inside both leg extensions. There was also an attempt made to "suck out" the thrombus during ths procedure. The doctor reported that this intervention did not work well to treat the patient, as he believed the thrombus was "left for too long". At some point the graft will be explanted with an open repair, however at this time, no plans for an additional procedure have been made.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device information: exact rpn of complaint device is unknown. Device is either a g55238, zsle-16-74-zt, lot# 746128 or a g55237, zsle-16-56-zt, lot# 7388233. Concomitant medical products: aaa-bifurcated graft (g32595), lot number ac986114. The patient underwent an additional procedure in which a leg extension was placed to treat the issue. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded while implanted in a patient. One aaa-bifurcated graft and two zenith flex with spiral-z technology aaa endovascular graft iliac legs were implanted in a male patient on (B)(6) 2017. It has been reported that since, the ipsilateral limb has "block[ed] off". An additional cook leg extension graft was implanted in a secondary procedure to treat the graft. Additional information has been requested regarding event details but is currently unavailable.